Event description:
The customer biomed reported that while monitoring a patient, a qube bedside monitor shut down. The customer reported the power loss alarm functioned to notify clinical staff of the sudden shut down and the patient was moved to another room. The biomed stated the monitor was plugged into ac mains and that the qube had a battery inside that was fully charged. The biomed also reported that the monitor would power down when the battery was removed, even while connected to mains. The customer stated that they would ship the device in for depot repair. At this time, the customer has not opened a RMA to send the device in for further evaluation. A follow up report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
In a follow up email with the customer, the customer stated they were no longer planning on sending the device in for repair. After they swapped the battery out, the issue was resolved and no further issues were observed.